Manufacturer narrative:
Only the name of the initial reporter was provided.

Event description:
Hcp stated customer's blood glucose reading on the contour next ez was 156mg/dl. He was exhibiting aggressive behavior, so the paramedics were called. They retested his blood with their meter and the reading was 28mg/dl. Customer was given IV glucose and was taken to the hospital. Further information was not provided. Advocate was advised to have the strips returned for evaluation. New meter and strips were sent to the customer.